Manufacturer narrative:
The actual complaint product was not returned for evaluation. Root cause could not be determined. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of 15 may 2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the (B)(6) complaint database and identified as complaint comp (B)(4). Product is defective or caused serious injury. Device not returned.

Event description:
It was reported that "the 'blue' hub/connector on the end of the subglottic et [endotracheal] tube which connects the subglottic et tube to the ventilator comes loose/apart, therefore breaking the circuit."

Event description:
Avanos medical inc. Received a single report that referenced three different incidences, which were associated with separate units, involving three different patients. This is the first of three reports. Refer to 9611594-2019-00114 for the second report. Refer to 9611594-2019-00115 for the third report. Additional information received 30-apr-2019 indicated there was no direct patient injury that the user facility is aware of. The user facility stated that "many" of the reported model code have been affected. Lot numbers are unknown. The user facility stated "we will ask therapists to keep the packaging moving forward so we can try and get lot numbers."

Manufacturer narrative:
This follow-up is submitted to update "describe event or problem," with additional events. All information reasonably known as of 30 may 2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.